Event description:
End user reported that three patients had experienced second degree burns following ipl treatment. Patient one, treated on ipl. Treatment for rosacea/facial telangiectasis, this appeared to be a very normal treatment", customer concerned the patient will scar; looks like outline of part of the crystal, light blue, there are about 3 of these on the left side of the face. Patient applied neosporin (otc) at home and reported the incident about one month later. Staff tested the system on herself and also received second degree burns. The patients reported the incidents too late to be considred for medical intervention; the staff member applied silvadene and believes she may have the same light blue scars as patient one. Customer requested service. Customer was advised to suspend use of the device pending evaluation by lumenis. Customer was also advised to refrain from further testing of the device on staff.

Manufacturer narrative:
The customer had inserted the crystal (filter) too far into the treatment head and this had fractured the internal filter of the ipl head. This appears to be the root cause of the incident. The customer had another treatment head and the ge inserted the light guides into the other head, tested and verified head output was in specification. Ge instructed customer on proper management of the treatment head.